Manufacturer narrative:
H3, h6: the device, intended for use in treatment, was not returned for evaluation. All provided information has been reviewed, including the local service report, which found no device faults. Therefore, no relationship has been established between the reported event and the device. Root cause could not be determined. Probable causes include component failures or system set up issues. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. The complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the foam leg wound dressing and sand pump attached but not sealing; it was maintaining an alarming leak. The wound was well sealed so I was not sure why the alarm was on a low vacuum, then the canister was full the pump was changed and then it was sealed well. However the next day the canister was being filled again so then I switched to a 300ml canister and all good so far.